Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was not being completely displayed in the pump history. Customer's blood glucose was 115mg/dl. Tandem technical support reviewed pump data logs and found that no boluses were logged during the reported time period. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.